Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has an ice leak.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has an ice leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), (investigation type, investigation findings & investigation conclusions). Corrected field: d5 (remove healthcare professional). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue which is "leak was generated in the balloon stender". The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.